Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise. A diaphragmatic stimulator used to aid in the patient's breathing caused multiple noise reversion episodes. Egms and surface EKG revealed noise artifacts every 5-6 seconds which coincided with the diaphragmatic stimulator frequency settings. The lead will be monitored.